Event description:
Patient reported a lap-band system for which the patient experienced "five infections, after the band eroded almost all the way into my stomach," fir noticed in "(B)(6)" when the patient experienced "fever, chills, felt like I had a terrible case of the flu, pain all over my body, and pain under the left rib." Physician treated patient with metronidazole and ciprofloxacin. The lap-band system was removed and not replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Infection, fever, pain, erosion, and malaise are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the full event date, or further event details.